Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) /uterine perforation from iud'), device expulsion ('malposition of essure device location of device: in uterus'), genital haemorrhage ('abnormal bleeding (general)') and endodontic procedure ('dental problems: 2 root canals') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test.". The patient's concurrent conditions included overweight, pelvic pain female and numbness of extremities. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2017, the patient experienced myopia ("vision/eye problems type: near sighted"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), tooth disorder ("dental problem 4 root canal") and adnexa uteri pain ("ovarian pain"), underwent endodontic procedure (seriousness criterion medically significant) and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with surgery (2 root canals and hysterectomy(full) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device expulsion, genital haemorrhage, endodontic procedure, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight decreased, alopecia, abdominal pain, visual impairment, eye disorder, myopia and tooth disorder outcome was unknown and the adnexa uteri pain had resolved. The reporter considered abdominal pain, adnexa uteri pain, alopecia, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, endodontic procedure, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, myopia, nausea, tooth disorder, urinary tract disorder, uterine perforation, vaginal haemorrhage, visual impairment and weight decreased to be related to essure. The reporter commented: insertion details:3 right trailing coils. 4 left trailing coils were observed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: device expulsion,perforation (uterus). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: pfs received. Events : vision/eye problems type: near sighted, dental problem 4 root canal, ovarian pain were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) /uterine perforation from iud'), device expulsion ('malposition of essure device location of device: in uterus'), genital haemorrhage ('abnormal bleeding (general)') and endodontic procedure ('dental problems: 2 root canals') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test." The patient's concurrent conditions included overweight, pelvic pain female and numbness of upper extremities. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), visual impairment ("vision/eye problems") and eye disorder ("vision/eye problems"), underwent endodontic procedure (seriousness criterion medically significant) and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with surgery (2 root canals and hysterectomy(full) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device expulsion, genital haemorrhage, endodontic procedure, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight decreased, alopecia, abdominal pain, visual impairment and eye disorder outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, endodontic procedure, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, urinary tract disorder, uterine perforation, vaginal haemorrhage, visual impairment and weight decreased to be related to essure. The reporter commented: insertion details: 3 right trailing coils. 4 left trailing coils were observed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: device expulsion, perforation (uterus). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2019: pfs & mr received. Case become medically confirmed & valid. Injury nos replaced with new events. Reporter's information was added. Date of insertion & date of removal was added. Added event malposition of essure device location of device: in uterus ,abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), , bladder or urinary problems or changes, migraines, headaches, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vision/eye problems, fatigue, perforation (uterus),weight loss, hair loss,did not undergo essure confirmation test. Concomitant condition was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.